Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alert while the user was on an inset infusion set (6 mm, 23 in) with approximately 50 units remaining in the cartridge, and the user noted the insulin in use was about six months old. Symptoms included no change in blood glucose. Outcomes included no adverse clinical impact and no hospitalization. Investigation included user troubleshooting and education, including guidance to change the infusion set and supplies. Investigation of this case revealed that replacing the infusion set and supplies resolved the occlusion alert, consistent with an infusion set or tubing occlusion. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or tubing obstruction.